Event description:
Boston scientific became aware that during an event when the gdc 10-3d 3d-shape synerg detection circuit was inserted, resistance was felt at the hub of the catheter. It was removed due to the resistance and it was noticed that the coil had come off from the pusher wire. No complication with the pt was reported during this event.